Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during an esophagogastroduodenoscopy (edg) with bleed treatment procedure. According to the complainant, when the needle was extended the gold tip fell off inside the pt. The tip was successfully removed by suctioning with the scope. The procedure was completed with another injection gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.